Event description:
It was reported that a bent lead intruded on a patient's spinal cord causing pseudotumor cerebri. Diagnosis was confirmed by performing a computerized tomography (CT) scan and fluoroscopy. Patient had inter-cranial pressure which was "very painful" and caused the patient to "not be there mentally." Event occurred in (B)(6) 2009 and cause patient to be hospitalized for two weeks. The device was explanted in (B)(6) of that year.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2009, explanted: product type lead. (B)(4).